Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were black spots on some tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were black spots on some tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 23-may-2022. H6: investigation summary: bd received 2 samples and 4 photos from the customer in support of this complaint. A visual examination of the samples and photos were performed and the customer's indicated failure mode of embedded foreign matter was observed. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The device history records were reviewed with no issues being identified. Bd determined the issue of embedded foreign matter to be attributed to the manufacturing process. There were no related quality notifications. All process and final inspections comply with specification requirements. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect.